Event description:
Procedure type: anterior cervical decompression and fusion, c4-c7. According to the reporter: "on or about (B)(6) 2009, [ms] went to (B)(6) for cervical spine fusion surgery by (B)(6). Dr (B)(6) performed anterior cervical decompression fusion at the c4-c5-c6-c7 levels......on (B)(6) 2009, [ms] returned to dr (B)(6)'s office for post-operative care and underwent a cervical spinal x-ray which showed the broken surgical screw at the c4 level. Dr (B)(6) subsequently performed anterior cervical decompression fusion revision surgery at (B)(6)."

Manufacturer narrative:
(B)(4). No add'l info has been received.